Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor. The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. The motor passed the motor test. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Insulin pump will be replaced. No additional information provided.